Manufacturer narrative:
The reported event that castor fell of the cart during transport, was confirmed during the service evaluation process.

Event description:
It was reported that the castor broke off of the cart during transport at the user facility. There was no patient involvement, procedural delays, medical interventions, or adverse consequences reported with this event.

Event description:
It was reported that the castor broke off of the cart during transport at the user facility. There was no patient involvement, procedural delays, medical interventions, or adverse consequences reported with this event.

Event description:
It was reported that the castor broke off of the cart during transport at the user facility. While the device was being moved a wheel was reported to have broken at the user facility. A member of the hospital was injured when the machine tipped over. No surgical procedure or procedural delays were reported with this event.